Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified a kink on the hypotube of the device located approximately 130mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm, which is less than the rate of burst pressure for this product. The device was then removed and completed the procedure with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm, which is less than the rate of burst pressure for this product. The device was then removed and completed the procedure with a different device. No patient complications were reported.